Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no pt involvement in the reported malfunction. During subsequent biomed testing, the malfunction was observed, however after removing and reinstalling ac and battery power, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.